Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9, h3, h6: a product investigation was completed: visual analysis of the returned sample and provided x-ray shows the forearm of a patient who has undergone surgical fixation with plates and screws. The image reveals the presence of a metal plate fixed along the length of the bone with several screws. The screws were found broken. The exact fracture lines in the screws can be seen, indicating they have split. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. Regarding to the broken fragments remained on bone, the primary concern is to ensure the fracture heals adequately. Removing the screws prematurely might destabilize the fracture site. Another surgery poses additional risks, such as infection, further bone damage, or delayed healing. The doctor might be assess the extent of bone consolidation and determine if the bone is stable enough to withstand the removal. A dimensional inspection was not performed due to the post-manufacturing damage. The current drawings/specifications were reviewed. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the initial injury was a right scaphoid fracture; two (2) previous procedures were performed, which were not fruitful, so the wrist arthrodesis was the third procedure in the same area. The patient had a partial cast on the wrist. Three days post-operatively the patient experienced pain hand. X-rays revealed two (2) broken distal screws. The patient was given a rigid splint specifically designed for them. Th patient also experienced wound dehiscence and underwent reoperation to reconstruct the suture. Approximately eighteen (18) months after the original procedure, the patient underwent a procedure to remove the plate and other materials used. Pieces of the two (2) broken screws remained in the patient as they were incorporated into the bone, covered, and did not touch other structures.

Event description:
Device report from synthes reports an event in chile as follows: it was reported that on an unknown date, the patient presented with postoperative discomfort due to the breakage of two screws in a wrist arthrodesis system, which were evidenced by an x-ray. The screws are still in the patient. The surgeon indicated not to remove them yet and to wait for further consolidation of the fracture. The surgery to remove damaged implants is not yet performed. No further information is available. This report involves one 2.4mm ti locking scr slf-tpng with stardrive recess 10mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D2b: additional device product codes: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.